Manufacturer narrative:
The technician found the side rail latch needs lubrication. The technician lubricated the side rail latch and springs to resolve the issue.

Event description:
The technician alleged the side rail will not latch in the up position. No patient impact.